Manufacturer narrative:
The customer reported that the tabletop lights were not working and the port 4 connector was broken in the system. The customer has been contacted for additional information; however, no further information has been received. The company service representative examined the system, but did not indicate replicating the reported event of tabletop lights not working. The company service representative confirmed and replaced the broken connector from port 4, reseated connectors, and verified proper operation and functions of the system. The system was then tested and met all product specifications. The system was manufactured on april 21, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the lights on the top port did not work and the connector port was broke. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.